Event description:
There was no pt involved in this event. The device malfunctioned because it failed to upgrade to new software.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. The software version was changed from 2.0.2 to 3.2.0 on (B)(6) 2012 and performed to spec until (B)(4) 2013. Investigation did not confirm a fault with the device. The device was changed to software version 2.0.2 as shipped. The software was then upgraded to 3.2.0 without fault. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.